Event description:
On (B) (6) 1999, the pt was implanted with the gore excluder thoracic endoprosthesis and two homemade stents, for treatment of a chronic type b dissection with an aneurysm measuring 74 mm. On (B) (6) 2005, the pt underwent a reintervention to extend distally, sealing a distal dissection entry point near the celiac trunk. There was dilation of the distal thoracic aorta, which now measured 75 mm. After having been reduced to 62 mm by the initial procedure. A cook zenith stent graft was placed distally towards the celiac artery without difficulty. On (B) (6) 2007, the pt underwent a reintervention to extend further distally, coiling and covering with another cook zenith stent graft, the celiac trunk. On (B) (6), 2010, it was reported that routine computed tomography (CT) scans taken in 2001 showed breakage of the longitudinal wire in the gore excluder thoracic endoprosthesis.

Manufacturer narrative:
A review of the mfg records for the device was not possible since the lot/serial number was unavailable.